Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed multiple episodes of auto mode switch episodes due to noise on the atrial lead; an insulation anomaly was suspected. The patient&#38112;condition was good. The physician elected to take no action at this time. The patient would continue to be monitored remotely.